Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio (device #5). Additional emdrs were submitted to represent bard/davol ventralex (device #1), bard/davol ventralex (device #2), bard/davol ventrio st (device #3) and bard/davol ventralex st (device #4). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol two ventralex on (B)(6) 2007 and (B)(6) 2010, ventrio st on (B)(6) 2014, ventralex st on (B)(6) 2015 and ventrio on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient had revision surgeries on (B)(6) 2010, (B)(6) 2014, (B)(6) 2015 and (B)(6) 2016. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.